Event description:
On (B)(6) 2011, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that the alleged issue began on (B)(6) 2011, before 12:00pm. The reporter stated that the patient manages her diabetes with insulin (unknown type and dosage) but denied making any changes to her usual diabetes management routine in response to the reported issue. Shortly after the alleged product issue occurred, at around 12:00pm, the reporter claimed that the patient developed symptoms of feeling 'dizzy' and then 'fainted'. The cca was informed by the reporter that on the same day as the reported issue, at around 1:00pm, the patient was taken to the ER where she was tested on the hospital's meter (unknown device) and obtained a reading of '49mg/dl', and immediately after, was given IV glucose. During troubleshooting, the cca determined that the batteries did not need replacement. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received treatment after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Manufacturer narrative:
Follow-up # 1 (11/14/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.